Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a suspected hypoglycemic event with a continuous glucose reading as low as 39 mg/dl, treated with fast-acting carbohydrates and additional carbohydrates when the low persisted, while a concurrent fingerstick measured 110 mg/dl and the sensor was calibrated afterward. Symptoms included internal discomfort without the user¿s typical adrenergic signs. Outcomes included no hospitalization and resolution with oral glucose. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hypoglycemia with inconsistent sensor and fingerstick values, and no device hardware issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.